Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. This lead exhibited low intrinsic amplitude. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).